Manufacturer narrative:
(B)(4). Batch # = n90a4a. The analysis results found that the el5ml device was received with one jaw disengaged from the cam; this condition would not allow the jaws to collapse in order to form the clips. In addition, 2 clips malformed were received with the device in a plastic bag. In an attempt to replicate the reported incident, the jaw was readjusted and in the next actuations, 8 conforming clips were fed and formed; finally the device locked out as intended. However it is known from the history of the device that jaw disengaged condition may lead to malformed clips. Possible causes for the condition of the jaw disengaged from the cam may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar; however no conclusion could be reached as to what may have caused this condition. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 04/01/2016. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: can you clarify the statement you made regarding "...affecting the delivery of the clips". Were clips loaded sideways in the jaws? Did clips feed slowly into the jaws? Did device not fire clips (jammed)? Or did device fire malformed clips? Did device fire scissored clips? Did device drop or eject clips? Per the surgeon who had the lap clip applier fail on her. Unfortunately she couldn¿t remember what exactly was going wrong with the product. All she remembered was that the clips were not coming out.

Event description:
It was reported that during a right inguinal hernia procedure, the inner piece of the distal tip of the instrument, inside the jaws was off centered, affecting the delivery of the clips. No clips entered into the patient, and clip reloading was not achieved at all. The clip applier was put back into the original packaging and another unit was opened and the case was completed without incident. There were no adverse consequences for the patient.